Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient¿s ins would take much longer to charge even with 6-8 coupling bars. The implant would take 6-7 hours to charge from 50% to 100%. The ins recharger would get to 75% then stop there, and when the ins was checked with the programmer it would say the battery was at 100%. There were no changes made to therapy settings reported. The recharger is not shutting off when it is getting to the ins is sufficiently charged anymore. There were no symptoms reported with the event.